Event description:
It was reported that pump experienced repeated malfunction alarms, with customer noting pump may have gotten wet and that same issue had occurred multiple times on this pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, while technical support arranged replacement pump with updated software.